Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested. Clarification needed on the ¿device didn¿t function properly.¿ were the tissue effects greater or lesser than expected? If no, please explain what is meant by ¿device didn¿t function properly¿?

Event description:
It was reported that during a liver resection procedure, the nurse described how the surgeon found during the surgery that the device didn't function properly and that was no tone change given by the generator. When the nurse tried to clean the jaws, these broke. She described how 'the grey bit' fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m93j7e. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. The blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿that was no tone change given by the generator.¿ probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.